Event description:
It was reported that imaging indicated externalized conductor. Noise occurred on the atrial lead whenever the externalized portion came into contact with the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found external abrasion caused by friction to the ICD can at 41cm-41.4cm from the distal tip. External abrasions were also noted between 7.2cm-7.7cm from the distal tip. Two internal abrasions were noted between 9.4cm and 11.6cm from the distal tip. The re cables were externalized in this area.